Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient was hospitalized for elevated blood glucose (bg) of 528mg/dl associated with an unspecified prime issue. The patient reportedly discontinued insulin pump therapy and was treated with insulin via injection and IV fluids. The reporter did not specify what the prime issue was. During troubleshooting, the reporter was able to successfully complete a rewind, load, and prime sequence. However, the reporter insisted the pump be replaced. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia while using insulin pump therapy associated with an unspecified prime issue.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2015 . Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box indicated a load step malfunction occurred on (B)(6) 2015. An unexplained reboot was observed in the black box on the same date; deliveries were resumed on (B)(6) 2015 at 14:35. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally with functional auditory and vibratory features. The pump successfully completed an ezprime sequence with no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the force sensor calibration was out of specification and a cracked trace was observed near the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.